Manufacturer narrative:
Visual inspection of the device confirmed that a small piece from the central post fractured off the tibial articular surface provisional. The fractured piece was not returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot has therefore been in the field for approximately two years and ten months. It is unknown how many times the device is being used. This device is used for treatment. The design of these components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Based on the information provided, the root cause has been determined to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional broke during sterilization and reprocessing. It had no impact on the surgery.